Event description:
Event description guidant received information that at 23.9 months post implant, this implantable cardioverter defibrillator (ICD) exhibited a 'pulse generator fault' message, was unable to be interrogated, unable to exhibit a magnet response, and was emitting beeping tones. The device was explanted and returned to guidant for analysis.